Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, while unpacking, the nurse found the hemostat to be broken. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used in a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2012. According to the complainant, while unpacking, the nurse found the hemostat to be broken. The procedure was completed with a new endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.